Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Save to disk (std) review - std result ok - no anomalies found. (B)(4).

Event description:
It was reported that the patient has had a long-standing problem with post-pace t-wave oversensing (twos) which causes the patient to become "very symptomatic" due to loss of pacing therapy with the right ventricular (rv) lead. It was recommended to attempt to alter depolarization by changing the pacing vector. The rv lead remains in use. No patient complications have been reported as a result of this event.